Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a routine device check. Upon interrogation, it was observed the patient's pacemaker was competitively atrial pacing, which induced an arrhythmia. No intervention was performed. The patient was in stable condition.